Event description:
The patient underwent an elective repeat low transverse c-section. A foley catheter was placed in the morning prior to surgery. The foley bag was emptied that afternoon and the tubing was positioned to promote good drainage. At that time, the foley started to drain frank blood. The md was notified and came to examine the patient. Stat labs were drawn, an IV bolus was administered, and the catheter was irrigated. The md requested that the foley be removed and a new one inserted. It was noted that the balloon had a large hole in it. The catheter had been dislodged into the patient's vagina and was draining lochia.